Event description:
A hospitalized patient was undergoing a dialysis treatment with a polyflux 210h dialyzer. Twenty minutes into the treatment the patient developed respiratory distress with hypotension, bradycardia and decreased oxygen saturation. The treatment was stopped and the blood from the extracorporeal circuit was not returned to the patient. The patient was treated with oxygen and a steroid. The patient was reported to recover after the event.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 22.800 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. There was one additional complaint reported for this lot number. The complaint was from the same clinic. Gambro does not regard the submittal of this report as an admission of causation or liability.